Event description:
On (B)(6) 2025, a 75-year-old patient underwent a stent placement procedure using the lifestent. During the procedure, it was reported that the stent got foreshortened. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. In this case only limited information was provided. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' The instruction for use state: 'remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instruction for use state: '¿ 5f (1.67 mm) or larger introducer sheath ¿ 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. G3, h6 (method): section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 75-year-old patient underwent a stent placement procedure using the lifestent. During the procedure, it was reported that the stent got foreshortened. There was no reported patient injury.